Event description:
During cardiomems implant procedure, when the vessel was being wired for insertion of the cardiomems delivery system the patient experienced hemoptysis. The procedure was abandoned and the patient was placed on oxygen and monitored overnight. The patient was discharged after 24 hours. The cardiomems device was not inserted in to the patient. The physician reported the cause of the event was the abbott guidewire.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.